Event description:
The patient underwent a prophylactic generator replacement surgery. It was later reported that the patient experienced an increase in seizures prior to the generator replacement. Per explanting facility protocol, the explanted generator has been discarded. Multiple attempts have been made to obtain additional information. No additional information has been received to date.